Event description:
In an article, a surgeon reported two pts (three eyes) with reiterative membranous proliferation with giant-cell deposits on the intraocular lenses (iol) following iol implant surgery with vitrectomy, in eyes with uveitis and vitreous opacity. In the article, it was reported that although intraocular inflammation seemed to be successfully controlled, the number of giant-cell deposits on the posterior surface of the posterior capsule gradually increased with the development of posterior capsular opacification (pco) at five months, thus resulting in visual disturbance. A yag laser capsulotomy was performed in both eyes. One month after treatment, the posterior surfaces of the iols were completely covered again by membranous proliferation with giant-cell deposits, while the opacity on the anterior surface of the iols was insignificant. Yag laser membranotomy was conducted to polish the posterior surface of the iols. The pt's vision was successfully restored immediately after the treatment. The same monthly incidents occurred three more times. The laser setting and the result were no different in each subsequent laser treatment. No reiterative membranous proliferation with giant-cell deposits was seen more than 18 months after the last laser membranotomy. The final bcva was 20/40 in this eye. There are three medical device reports associated with this event. This report is for the first pt, right eye. No further info is expected.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the article did not provide a lot number or any identification traceable to the manufacturing documentation. No further info is expected. Iwase t. Tanaka n. Reiterative membranous proliferation with giant-cell deposits on hydrophobic acrylic intraocular lenses after triple procedures in eyes with cataracts and uveitis. Cutaneous and ocular toxicology 2010; 29:306-311. (B)(4).